Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on 03/09/2018, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by 09/07/2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by 09/07/2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. It was reported that this sales representative had contacted boston scientific technical services on 08/22/2019 to confirm management of this device. The sales representative asked if device replacement could wait until elective replacement indicator (eri). The sales representative contacted technical services again later that day and was informed that device replacement could wait until eri was triggered. The sales representative was planning to contact technical services at that time for another data analysis. It was reported that a boston scientific field clinical representative contacted boston scientific technical services on 11/26/2019 to ask if this physician could wait until the following week to explant this device. According to the field clinical representative, the battery has depleted from 80% to 15%.the patient will be scheduled for change out but wanted to know about change out timing.

Manufacturer narrative:
The field clinical representative (fcr) was informed that a review of stored data found that the device was still exhibiting premature battery depletion and should be replaced. The device should have enough capacity to support therapy for 28 days. To date, the device remains in-service. The patient was presented back to the electrophysiology (ep) laboratory and the sicd device was explanted on (B)(6) 2019. The sicd device was received at boston scientific's return product department on 12/16/2019. The sicd is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
The field clinical representative (fcr) was informed that a review of stored data found that the device was still exhibiting premature battery depletion and should be replaced. The device should have enough capacity to support therapy for 28 days. To date, the device remains in-service. The patient was presented back to the electrophysiology (ep) laboratory and the sicd device was explanted on 12/10/2019. The sicd device was received at boston scientific's return product department on 12/16/2019. The sicd is currently undergoing detailed analysis to determine root cause. The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2018, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by 09/07/2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by 09/07/2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified. It was reported that this sales representative had contacted boston scientific technical services on (B)(6) 2019 to confirm management of this device. The sales representative asked if device replacement could wait until elective replacement indicator (eri). The sales representative contacted technical services again later that day and was informed that device replacement could wait until eri was triggered. The sales representative was planning to contact technical services at that time for another data analysis. It was reported that a boston scientific field clinical representative contacted boston scientific technical services on (B)(6) 2019 to ask if this physician could wait until the following week to explant this device. According to the field clinical representative, the battery has depleted from 80% to 15%.the patient will be scheduled for change out but wanted to know about change out timing.

Manufacturer narrative:
It was reported that this sales representative had contacted boston scientific technical services on august 22, 2019 to confirm management of this device. The sales representative asked if device replacement could wait until elective replacement indicator (eri). The sales representative contacted technical services again later that day and was informed that device replacement could wait until eri was triggered. The sales representative was planning to contact technical services at that time for another data analysis.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2018, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by (B)(6) 2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that as part of a research study, a boston scientific engineer reviewed device diagnostic data from the latitude remote patient monitoring system database. The engineer confirmed that this subcutaneous implantable cardioverter defibrillator (s-ICD) device, implanted on (B)(6) 2018, exhibited evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Engineering analysis on this device estimated that the remaining battery capacity (based on the actual voltage level and capacity consumed to date) should be sufficient to provide therapy if replaced by (B)(6) 2019. Since it is not possible to determine the root cause for the premature battery depletion or predict future behavior for this device based solely on review of the device diagnostic data available via latitude, the boston scientific sales representative was contacted by boston scientific technical services. The sales representative was informed by the consultant that this device should be replaced by (B)(6) 2019 and sent back to boston scientific quality assurance laboratory for detailed analysis. Subsequently, the technical service consultant received an e-mail from the sales representative that the physician was notified.